Event description:
Caller states patient tested 7.8 inr on the coaguchek xs system while a comparison lab returned as 5.98 inr. Patient's dose of coumadin was held one day based on meter result. No adverse event reported. Requested return of suspect system and replacement was sent.